Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). A wallflex esophageal partially covered stent and delivery system were returned for analysis. The stent was received undeployed. Visual examination found the yellow tube and the clear outer sheath were kinked. The blue outer sheath was found twisted. The tip of the delivery system was noted to be kinked. The outer diameter of the distal section of the exterior tube (outer sheath) was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The damages noted to the delivery system were likely due to procedural factors such as the manner the device was handled and manipulated, or the quantity of force applied in the attempt to cross the lesion during the procedure, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was to be used to treat a malignant stenosis in the esophagus during an esophageal stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device could not cross the lesion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the tip was kinked (damaged).